Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 587 mg/dl, 68 mg/dl, and 24 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self-treat with food and low blood glucose symptoms improved right away. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.